Event description:
Additional information received on 02-nov-2021 clarified that the event of the patient suffering a residual aneurysm filled 11 months post procedure involving the subject stent was adjudicated by the clinical events committee (cec) as not related to the device, therefore, based on this information the event is deemed non reportable and the MDR will be will be cancelled/closed. It was reported during a clinical trail 11 months post procedure for treatment of basilar apex aneurysm the patient had residual filling requiring retreatment with possible relation to the subject stent. It was resolved with no residual effects to the patient. No further information is available.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 medical device problem code - updated. F10 / h6 health effect - clinical code - updated. F10 / h6 health effect - impact code - updated. H6 investigation conclusions - updated. After reviewing the additional information received from the facility on 02-nov-2021, it was clarified that the event of the patient suffering a residual aneurysm filled 11 months post procedure involving the subject stent was adjudicated by the clinical events committee (cec) as not related to the device, therefore, based on this information the event is deemed non reportable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported during a clinical trail 11 months post procedure for treatment of basilar apex aneurysm the patient had residual filling requiring retreatment with possible relation to the subject stent. It was resolved with no residual effects to the patient. No further information is available.